Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. In addition, multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 240 units of insulin during the load sequence. Reportedly, the customer was not performing the air removal step properly. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 112 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge. Device not returned.